Event description:
It was reported that there was no bed functionality and the footend was stuck at an elevated height, due to a short in the head sensor coil cord and a short in the potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.